Manufacturer narrative:
The r and d project manager made the following preliminary analysis: the interface is malfunctioned in aisi 420 mod hrc55-58 and it sustains a torsion higher than 10nm. The torque limited was designed to apply 5.5 nm +/- 10 percent. Based the analyses of the photo received and from the description provided, it is possible suppose that it was applied an high force during tightening. It is also possible that the screwdriver has been used with a too high angulation that led to a blockage of the cardan joint and a consequent transmission of a too high force to the screw. On 07/16/2015, we received the information: "the breakage occurred during the insertion of the screw. The surgeon used the straight screwdriver to finish the insertion" and the r and d project manager updated his investigation. He reported that this information seems to be relevant because it partially confirms the preliminary investigation: the fracture of the instrument is due to a torsion of the instrument but mostly for the lateral bending, because the maximus torque can be applied only in final position.

Event description:
During an anterior l5-s1 surgery, the surgeon have broken the tip of the screwdriver with no consequence for the patient and the rest of the surgery. It happened during the second screw insertion in l5. No problem for the last insertion screws with the straight screwdriver. We were informed on (B)(6)2015 that the fragment of the tip of the screwdriver fall in the patient; but the surgeon take it out easily immediately. The breakage occurred during the insertion of the screw. The surgeon used the straight screwdriver to finish the insertion.

Manufacturer narrative:
On (B)(6) 2015 the retrieved items have been analyzed by the r&d project manager: the tip (torx t20) of the screwdriver is broken. The functionality of the alif screwdriver universal joint (03.30.10.0003) to insert and temporary fix the screw into the plate is compromised. The alif screwdriver bush is deformed. The mean failure of the torx t20 occurs with torque higher than 9nm. The maximum torque that can be applied on the screw according the surgical technique is 5.5nm+/-10%. The breakage of the tip (torx t20) of the screwdriver may have been caused by the application of an uncontrolled torque or lateral bending on the screw during insertion. The same root cause can be mentioned for the deformation of the alif screwdriver bush. On (B)(6) 2015 it was prepared a final report with the information already submitted in the initial report and here above. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed.